Manufacturer narrative:
Eval: since the product was not returned for evaluation, the reported issue could not be confirmed. This report is being submitted solely on the reported issue. If the line becomes stuck to the device when attempting to replace the device, unintended line removal or interruption of patient treatment is likely. This report is being submitted as a result of a remediation CAPA to reassess product risks. (B)(4).

Event description:
Customer reported when the device is removed from the lines, the adhesive separates from the top velcro tab and the line is stuck in the device. The issue was reported on (B)(4) 2016.